Manufacturer narrative:
Device received with frozen display and constant vibrating, problem isolated to electronic assemblies. Unable to verify unresponsive buttons or time clock anomaly due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons were not working. The customer¿s blood glucose level was unknown at time of incident. The customer stated that insulin pump time did not advances. The customer stated that they were not able to clear the alarms. The insulin pump will be returned be for the analysis.